Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2009. During the procedure, the control release was too tight to detach when the surgeon pulled on the suture. Another suture was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Control release failure. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.